Event description:
During a procedure, the sideport and tubing assembly detached from the main hub. The device was replaced and the procedure continued with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation concluded that the extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. A corrective action has been initiated to prevent similar sideport events. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.